Event description:
It was reported that a non-(B)(6) recording system would not pace after pulse field ablation applications during the asystole. No more information was provided about patient and procedure outcome, solution, device return status or any other detail. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).